Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test returned test strips because they expired.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: "lo" mmol/l (less than 0.6 mmol/l on the patient's meter), 1.0 mmol/l (patient's meter), and 16.0 mmol/l (doctor's meter).